Event description:
The customer reported that the system would not perform fluoroscopy and the left monitor would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply cable was replaced. The system was tested and found to be working as intended and put back into service.